Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va16pl4, implanted: (B)(6) 2016, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that there was no known issue with the lead. It was noted the cause of the high impedance and the programmer not reading the patient¿s name was not known. There was no action or interventions taken to resolve the high impedance. The rep stated they did not know if the high impedance issue had been resolved, it had not been rechecked. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va16pl4, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was getting therapeutic response and impedances were greater than 4000 ohms. It was indicated that hcp queried the implantable neurostimulator (ins) and some odd thing happened: the programmer did not read the patient name. There seemed to be a problem with the lead. They stimulated patient with 3.5v using leads 1,2 for - and 3 for +. Hcp stated according to the measurement the impedance for this combo were high. Hcp changed the amplitude down to 2.5v and left everything the same as patient had very good results with the device. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va16pl4, implanted: (B)(6) 2016, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
Additional information from a healthcare professional (hcp) via a manufacturer representative (rep) reported it was not known if there was a specific issue with the lead, just high impedance. The rep stated the cause of the high impedance and the programmer not reading the patient¿s name was not known. The rep stated the actions taken to resolve the high impedance were not known, but they had suggested running impedances at higher amplitude. The rep stated the patient was having therapeutic benefit so they just left everything the same. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.